Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. The issue did not cause the customer¿s blood glucose to exceed 500 mg/dl. Technical support decided to replace the pump and informed the caller that a replacement with updated software would be sent, along with available training in their tandem source account. Caller was also instructed to put the current pump in storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged. Replacement pump was sent by technical support.